Event description:
Device complication: none. Time of complication: during hospitalization. Symptoms: migraine, right facial droop & dysarthric speech. During hospitalization the pt experience a complex migraine. Unk if the condition is pre-existing, but not felt to be related to the device. No action/treatment was taken & no intervention was reported. The pt's outcome was resolved. The start date was 2005 & stop date was same day. Neurologist completed nihss on day of procedure with a score of "0". Later the research nurse noted acute changes & the neurologist completed another nihss with a score of "4". Duplex us, MRI of brain ordered. Neurologist completed a third nihss with a score of "0". MRI scan was negative. Increase of nihss was due to "complex migraine" per neurologist. Pt discharged home the next day. 1-day post procedure.